Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion, tissue injury (vascular injury) and diminishing pulse are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate manufacturer report number.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed via an 8f sheath in the left common femoral artery (lcfa) using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The sheath was upsized to a 12f and the evar was completed. Reportedly, the knot of the proglide devices were tightened, but there was weak pulse noted in the lcfa. A surgical cut down was performed and it was observed that there was a slight dent on the vessel around the knots. The knots were seen to narrow the vessel, causing occlusion. The sutures were removed, and hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.